Event description:
The customer reported to customer service that a customer of the (B)(6) agency returned their breast pump with a frayed cord and the customer stated that it caught on fire. An injury was not reported.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, she indicated that her customer reported that the transformer housing was really hot one day and she used it anyway and the next time she used it, she saw a spark and some flame. She confirmed exposed wires at the strain relief from an opening in the plastic sheathing approximately 1/4 to 1/2 inch long, but no breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, a breach in the insulation at the strain relief was present, exposing wires and creating a short which could result in sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed a deformation in the transformer housing, but no breach. A visual examination of the cord revealed exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as 0.5 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured dat 59.6 ohms, which is normal and indicates that the thermal fuse did not blow.